Manufacturer narrative:
Concomitant product(s): product ID: neu_refillkit_acc, lot# serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving morphine (15 mg/ml) at 3.5 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2016 the patient went in for a refill, but the healthcare provider could not find the port. The patient returned the following day, but the healthcare provider still had difficulty finding the port and bent the refill needle. The healthcare provider could not fill the pump all the way. The pump was filled with 28 ml. Immediately following the refill the patient reported not feeling good and was kept at the clinic for a few hours after the refill to be monitored. Twelve hours later the patient was found in the middle of the interstate trying to flag down traffic. The patient was then hospitalized. The patient had symptoms of being hot to the touch, a red face, rash, and itching, but no shortness of breath, breathing difficulties, or other signs of overdose. The patient's "respiratory was 5." Manufacturing company representatives had checked the pump a couple of times and felt that everything was fine with the pump. The patient was ok after a couple doses of narcan, so it was believed that the pump was running as intended. The patient could not remember the pump refill. On (B)(6) 2016 the patient was seen by the healthcare provider and was in withdrawal. The physician programmer showed that the expected residual volume was 26.4 ml (later reported that they should have gotten 28 ml back), but when the healthcare provider accessed the pump he did not get any fluid back at all. The healthcare provider thought there was an issue with the pump, but had not yet determined that the pump was at fault. The healthcare provider mentioned that the valve may have let drug leak out the port. All fluids were removed from the pump with fluoroscopic guidance and replaced with normal saline. Intrathecal delivery of medication was ended on (B)(6) 2016 with a continuation of oral medications only. The healthcare provider planned to allow the saline to run, and then assess the volumes. The patient's other medications included zofran 8mg by mouth and norco 7.5 mg for kidney stones. The patient's pertinent medical history included allergies to celcor and talwin, an MRI for lumbar degenerative disc disease, cervical degenerative disc disease, and chronic pain syndrome. The patient reported wrecking his car twice prior to the pump refill and had been arrested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.